Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. The patient is expected to meet with a surgeon regarding the possible hernia surgery. No other treatment details were reported. Extraneal therapy remained ongoing. Recovery status of the patient was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.